Event description:
Surgeon was doing a shoulder arthroscopy using an arthrex 5.5mm burr, oval, clear cut 12 flute. Catalog number ar-8550cot. He could see on the monitor screen that a piece of the plastic shield was broken off. Arthrex rep was made aware and came to room. Surgeon was able to remove plastic broken pieces, but some metal may have been left in the patient. Surgeon cannot be sure if he removed all the metal. Patient does not appear to have any injuries, but there may be lasting effects (i.e. MRI compatibility issues) in the future for this pt if all the metal was not removed.